Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation 'connector section air leakage' was confirmed. Based on the results of the investigation: the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had connector section air leakage. The event occurred during equipment inspection. There were no reports of patient harm.